Manufacturer narrative:
The leaking issue was confirmed. Affected IV sets are under recall #(B)(4).

Event description:
The user reported "we had a number of issues with the filter tubing leaking. After looking at the tubing, it seems to be leaking from where the two pieces come together, covering the filter ( I am not sure if these two pieces are glued together or what.)" The user also stated: "this event has happened several times, and has caused serious concerns within our company. This is not only a liability for us, but also a serious safety concern for patients, as well as employees. For our standpoint this product has proven to be inadequate, and we need swift resolution form zyno medical at this time."